Event description:
The architect i2000 analyzer generated a higher than expected cea result for one patient sample. Data logs show elevated reads within the normal read window that did not generate the appropriate exception code. A deficiency exists in that no software algorithm or validity check is in place that distinguishes between and rejects such results. Architect system software version 7.0 will address this issue. There has been no impact to patient management reported.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the architect analyzer list # 1g17-02, manufacturing site abbott laboratories (B)(4) to the architect reaction vessels, list #7c15-01, manufacturing site abbott laboratories (B)(4). Method: a review of the complaint data and the instrument log analysis were completed to assess performance of the reaction vessels and assays. An investigation was initiated to further investigate the customer issue including a review of the complaint text, a search for similar complaints, a review of instrument logs. Tracking and trending found a higher than normal level of complaint activity was not identified. A review of the complaint data and log analyses review provided evidence that the reaction vessels and assays are performing as intended. Based on the investigation no product issues were identified.

Manufacturer narrative:
(B) (4). Concomitant medical products: architect cea reagent, list number 7k68-20, lot number 76516lf00.investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.